Event description:
Complainant alleged that during set-up of the device prior to being used on a patient the device's main selector knob was found to be broken off. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.